Event description:
It was reported that this right ventricular (rv) lead was revised due to slack issues. During revision procedure, the physician experienced difficulty retracting the helix, and decided to explant and replace this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
The lead has returned to manufacturer.

Event description:
It was reported that this right ventricular (rv) lead was revised due to slack issues. During revision procedure, the physician experienced difficulty retracting the helix, and decided to explant and replace this rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This ingevity lead was returned intact to boston scientific's post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual examination also noted that the helix mechanism was in a retracted position. Dried blood and tissue were noted around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this right ventricular (rv) lead was revised due to slack issues. During revision procedure, the physician experienced difficulty retracting the helix, and decided to explant and replace this rv lead. No additional adverse patient effects were reported.